Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the did allege insulin pump was under delivering. Customer¿s blood glucose was 30 mmol/l at the time of incident and current blood glucose 28.4 mmol/l. Customer¿s other blood glucose level was 24.5 mmol/l and 20 mmol/l at the time of call. Customer was treated with insulin pen. Customer was performed displacement test and the test result was passed. Customer was declined to perform the high pressure test. Troubleshooting was performed for under delivery. The insulin pump will not be returned for analysis.